Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial impedance measurements. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior. Noise had been noted. This pacemaker system remains in service. No adverse patient effects were reported.